Event description:
It was reported that pump repeatedly generated cartridge alarm 31 starting on 3/26, and caller was unable to successfully load cartridge and resume insulin delivery because alarm kept recurring. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump with updated software, confirmed shipping details and lack of signature requirement, instructed customer to place pump in storage mode and return it within 10 days using provided materials, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device.